Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an occlusion. The blood glucose at the time of the incident was unknown. The customer states every time they prime, the pump alarms no delivery. The customer states they have a backup plan and feel ok to troubleshoot. The alarm occurred during manual prime and has not been resolved. The rubber septum was verified and found normal. The p-cap was checked for damage and determined not to be normal. The customer was advised to push plunger to verify insulin exits the pump and it did not. Trouble shooting asked customer to use a new set with current reservoir and insulin did not exit. Then the customer was asked to assemble a new reservoir with current set and the insulin was able to exit. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.